Event description:
The deep brain stimulators were returned to the manufacturer with no additional info. Device registration system indicates the pt is expired. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.